Manufacturer narrative:
The device was received fully deployed with evidence of blood residue on hard cannula. Timeouts and a subsequent 0x14 occlusion alarm were observed at the end of pod data. Fluid was unable to travel the complete fluid path due to a blood occlusion in the hard cannula which is confirmed as the cause of the observed timeouts and subsequent alarm. The cause of the blood occlusion could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 37 and 48 hours on the back. Investigation of the pod found a blockage in the cannula. The device was originally reported for a hazard alarm regarding the blockage.